Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the polyethylene glycol (peg) sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out of the patient after deployment despite the procedure being performed correctly, and the peg remained white and solid at the end as if it had not mixed with blood or body ph and still dry in the center. Manual pressure was applied for hemostasis. There was no reported patient injury. The sales representative observed the customer walk through the steps that they use when deploying mynx and they were proper. The event occurred with five units from the same box involving four different users at the facility, after which the remaining units were set aside and not used. A 5f 10 cm non-cordis sheath was used. The mynx devices on each patient were deployed per standard operating procedure (sop). The vessel insertion sites look to be clean with insignificant findings of calcium and/or tortuosity. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the polyethylene glycol (peg) sealant of a 5f mynxgrip vascular closure device (vcd) was pulled out of the patient after deployment despite the procedure being performed correctly, and the peg remained white and solid at the end as if it had not mixed with blood or body ph and still dry in the center. Manual pressure was applied for hemostasis. There was no reported patient injury. The sales representative observed the customer walk through the steps that they use when deploying mynx and they were proper. The event occurred with five units from the same box involving four different users at the facility, after which the remaining units were set aside and not used. A 5f 10 cm non-cordis sheath was used. The mynx devices on each patient were deployed per standard operating procedure (sop). The vessel insertion sites look to be clean with insignificant findings of calcium and/or tortuosity. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2519602 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant sealant dislodged¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted that failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Additionally, if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.